Event description:
Reportedly, on 12-february-2026, due to an infection, explantation of all pacing systems is scheduled for (B)(6) 2026.

Manufacturer narrative:
The device have been sterilized and released according to all applicable procedures. Eno dr (sn: (B)(6) was sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing date: 23-february-2024 use before date: 23-february-2026 sterilization lot: s0662 - 3748 regarding both leads beflex rf45d (sn: (B)(6) and beflex rf46d (sn: (B)(6), considering that they were implanted on (B)(6) 2015, infection is not an unexpected event after 10 years of implantation and leads implantation is not suspected to be a contributing cause. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature.